Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported the lancet did not retract into the softclix device and stayed in his finger. No adverse event reported. The alleged product was discarded and will not be returned for evaluation.